Event description:
The removal of cranios reinforced fast set putty due to wound creation and the bone graph not solidifying on the top layer was reported. The surgeon originally performed the removal of a bony cyst on the patient¿s right forehead. He filled the forehead with the putty and the patient returned to the office on an unknown date, due to a wound that appeared on the forehead. It was reported that the wound had discharge that was oatmeal in color and liquid. The surgeon decided that the wound creation may be due to the bone graph. He then decided to cut around the wound and discovered the bone graph solidified at the bottom layer but the top layer was mushy and brown and is not supposed to be. The wound was cultured but the results are not yet known. The surgeon removed the entire bone graph and has the patient under surveillance for the future. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier - (B)(6). A review of device history records was performed and no complaint related issues were found.